Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft was positioned and deployed as expected. Upon polymer fill of the aortic body stent graft, the polymer syringe was observed to have emptied indicating a potential intravascular leak of polymer, and the patient experienced hypotension. The patient was treated for a hypersensitive reaction per the IFU and was stabilized. The aneurysm was successfully excluded at the conclusion of the implant procedure. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause root cause of the empty polymer syringe and polymer exposure to the patient was due to a compromise in the integrity of the aortic body stent graft and/or mating junction of the stent graft to the delivery system; however, this could not be definitively confirmed with the medical records and imaging provided. Additionally, the cross-over lumen was accessed prior to polymer injection, which is outside the device IFU (off-label). Based on a review of the returned delivery system, there was no evidence of a device deficiency. There was no evidence of a compromise in the polymer fluid path and/or mating fill tube junction that would indicate a leak of polymer. All chassis components appeared intact with no evidence of damage. The stent graft remains implanted and therefore was not available for evaluation of integrity issues. Associated clinical harms included: transient hypotension. Procedure related harms included: respiratory failure. The final patient disposition was discharged home to a skilled nursing facility on post operative day six in stable condition. A review of the device quality record(s) shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. As of the date of this report, there have been no additional patient sequelae reported.